Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: standard wheelchairs. Assembly/component issue, tire roll off. Rubber separating from the rim on one of the tires. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Provider states one of the wheel assemblies the tire is coming off the rim.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states one of the wheel assemblies the tire is coming off the rim.